Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded by the medical facility.